Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint, and completed the device evaluation. Failure analysis replicated/confirmed, the customer reported complaint. The instrument was found to have a dislodged blade. Visual inspection showed, that the blade was exposed outside of the blade garage 0.102. The instrument likely failed initialization; due to the dislodged blade. A review of the log did not show any blade jammed failures. After manually retracting the blade, the instrument was placed on an in-house system and passed initialization. The instrument passed the cut and energy delivery tests. The knife slot test also passed at 0.027. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. Failure analysis found the secondary failure of the initialization failure to be related to the customer reported complaint. Based on a review of the logs, the instrument was found to have multiple homing failures, during initialization with error code 22026. There was an additional observation, not reported by the site and not related to the reported issue. The instrument was found to have 2 dislodged ceramic dots on the grip tips. The dislodged ceramic dots were not returned with the instrument.

Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The vessel sealer extend was observed to have a exposed blade. A backup instrument of the same kind was used. And the procedure was completed as planned with no reported injury.